Event description:
It was reported that the patient experienced thrombus. The thrombus was noted on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: mcs-p3-29-aoa transcatheter valve, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.